Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing fluctuating blood glucose (bg) levels (30 to 200 range mg/dl). A bolus was delivered to address the high bg and juice was consumed to address the low bg. The customer suspected that the cause of the fluctuating bgs was due to the pump settings needing an adjustment and requested assistance from tandem technical support with the setting adjustment. Tandem technical support had also advised the customer to discuss the event with a healthcare provider.